Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became dizzy while performing a valsalva maneuver in an ergo-meter. A ventricular pause was observed on the electrocardiograph record. It was determined that the dizziness was due to the electromagnetic interference/noise on the implantable pulse generator (ipg). The ipg remains in use. In addition, the right ventricular (rv) lead threshold was varying and the physician suspected a lead fracture. Further tests and provocative maneuvers were unable to replicate the missing ventricular paces. The monitor capture control was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.